Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Deflation reported as the reason for explant. Upon explant, surgeon indicated the explant was not deflated. Surgeon discarded explant.